Manufacturer narrative:
(B)(4). The device was received by baxter for eval. The unit was tested for 24 hours with no occurrence of ec 322. Review of the history log confirms the occurrence of system error 322. Eval was unable to determine the cause. Eval of known contributors to ec 322, led to the determination that the upper and lower aux were the failing components and were replaced.

Event description:
The customer reported that pump (B)(4) is alarming system error 322 on the med/surge floor. There was no pt injury reported. No further info was provided.